Event description:
Reference number (B)(4). Event occurred in puerto rico, united states. It was reported that the patient faced cannula issue on (B)(6)2026 as cannula was found bent which was in use for one day. The insertion site was abdomen. The blood glucose level was high (300 mg/dl) which was treated with insulin injection. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: puerto rico, united states. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.